Manufacturer narrative:
Note: we have not completed our investigation of this event. (B)(4).

Event description:
Philips received information that the customer reported a white and circular artifact appearing in a pediatric patient's images. The trained professional could not determine if the artifact was truly a pathology so the patient was sent for an MRI study to verify.